Event description:
It was reported that prior to starting a da vinci si surgical procedure, the cable on the pk dissecting forceps instrument was frayed. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch cable at the distal clevis hub is frayed. The clevis does not exhibit any damage. No other cable damage was found. The instrument also passed electrical continuity testing. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.